Manufacturer narrative:
Medical device expiration date unknown as lot number is unknown. Device manufacture date unknown as lot number is unknown. Results: a sample is not available for investigation. A review of the device history record could not be performed as the lot number for this incident was not provided. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. Samples not available for investigation.

Event description:
It was reported that following insertion of a bd saf-t-intima&#10249;v catheter, the nurse was withdrawing the needle and it detached from the catheter. The safety shield activation failed and the nurse was stuck by the used needle. As the source patient was (B)(6), the nurse received a (B)(6) vaccination.

Manufacturer narrative:
"Relevant tests/laboratory data" - additional information added.